Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective.

Manufacturer narrative:
H11: although the device was not returned to the manufacturer, the complaint was confirmed by examining photographic evidence of the suspect device.h6: updated codes based on evaluation of photo.